Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A post-accelerated stress test (ast) simulated treatment for 2 hours and 15 minutes using 8500 ml of fluid was performed and completed without any failures. The cycler programmed displayed drain and fill volume values were within the tolerances. A dc (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the dwell phase, cycle 0. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of an operational question regarding a stat drain on the cycler and a negative ultrafiltration (uf). The patient¿s treatment was discontinued due to a large drain during drain 4 of 5. A review of the patient¿s treatment records identified that the patient drained 2463 ml during drain 4 of the treatment. This drain volume is 285% the patient's fill volume of 829 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, the patient did not complete treatment, however, verified that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event and not completing treatment. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.